Manufacturer narrative:
Block h2: correction: block e1 (initial reporter address 1, initial reporter city, initial reporter zip/post code). Block h6: imdrf device code a15 captures the reportable investigation results of clip assembly stuck into the bushing. Block h11: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. The clip was returned without any activations performed. No other problems with the device were noted. It was found that the device returned with evidence of soft deployment and with the bushing stuck with the capsule. According to the evidence, one of the possibilities that could have happened is that the connection between the capsule and the bushing fail during the procedure creating that both of them got stuck between them. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp; however, the clip could not lock onto the tissue thus the reason why it would not release from the catheter. The physician attempted to manipulate the scope tip to break the clip from the catheter but was unsuccessful. The physician removed the whole catheter and clip off the tissue. The procedure was completed with the original device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of clip assembly stuck into the bushing. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation results of clip assembly stuck into the bushing. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. The clip was returned without any activations performed. No other problems with the device were noted. It was found that the device returned with evidence of soft deployment and with the bushing stuck with the capsule. According to the evidence, one of the possibilities that could have happened is that the connection between the capsule and the bushing fail during the procedure creating that both of them got stuck between them. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp; however, the clip could not lock onto the tissue thus the reason why it would not release from the catheter. The physician attempted to manipulate the scope tip to break the clip from the catheter but was unsuccessful. The physician removed the whole catheter and clip off the tissue. The procedure was completed with the original device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of clip assembly stuck into the bushing. Please see block h10 for full investigation details.